Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported that during an unk procedure, the blade was broken off and fell into the pt's body. The fallen was retrieved. Another device was used to complete the case. There were no adverse consequences to the pt.